Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer's representative reported that the patient was seen on (B)(6) 2016 for a post-op visit. The physician noticed that the incision had a possible infection. A pocket revision was performed on (B)(6) 2016 to clean out the implantable neurostimulator (ins) pocket. The doctor opened the device pocket and cleaned it out with antibiotic. It was unknown if the issue was resolved at the time of this report. The patient status at the time of report was noted as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.